Event description:
It was reported that during a laparoscopic nephrectomy, the tissue pad lifted off the clamp arm during use. No pieces fell into the patient. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.